Event description:
It was reported that customer was hospitalized due to low blood glucose. Customer thinks the insulin pump is over delivering the insulin. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.